Event description:
It was reported that a small hole was observed in the packaging when it came out of the box. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.